Manufacturer narrative:
The customer's results were reproduced. During the testing for investigation, the sample from (B)(6) 2016 had a result of 0.8 iu/ml (non-reactive) and the sample from (B)(6) 2017 had a result of approximately 71 iu/ml (reactive). The reactive sample from (B)(6) 2017 had an elecsys toxo igg avidity result of 55%, therefore no clinical interpretation could be deduced. Based on the results, a seroconversion was most likely and detectable with the elecsys toxo igg assay but not with the elecsys toxo igm assay. The toxo igm assays uses recombinant p30 for the detection of specific igm. False negative results might occur if the anti-p30 immune response is delayed, has already gone into the late acute phase of infection, or it is not present at all. Although the customer¿s allegation could be verified, the assay performed within specification. False negative results may occur due to the sensitivity of the assay. Sensitivity claims are documented in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable elecsys toxo igg immunoassay and toxoplasma igm results for one patient. The toxoplasma igm assay is not sold nor is like or similar to a product sold in the united states. The customer used cobas 8000 e 602 module serial number (B)(4). The toxo igg result on (B)(6) 2016 was 0.173 ui/ml (non-reactive). A new sample was collected on (B)(6) 2017 and the result on (B)(6) 2017 was 65.84 ui/ml (reactive). The laboratory repeated the sample from (B)(6) 2016 on cobas 8000 e 602 module serial number (B)(6) and the result was 0.213 ui/ml (non-reactive). Both samples from the patient were sent to another laboratory and tested by diasorin method. The sample from (B)(6) 2016 had a result of 22.0 ui/ml (positive). The sample from (B)(6) 2017 had a result of 95.9 ui/ml (positive). The igg avidity was at 0.0330. The western blot gave positive results. The erroneous results were reported outside the laboratory. The patient was not adversely affected. The calibration values for the assay were checked and the cal 2 signals showed a tendency towards lower values. All qc values were found within the specified ranges. Sample from the patient was submitted for investigation.